Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm while the pump was in the customer's pocket along with the customer's keys. Customer reported a blood glucose (bg) level of 200-300 (mg/dl). Customer resumed insulin delivery and administered a bolus to treat their bg level. Tandem technical support educated the customer on how to prevent the button alarm from being triggered.